Manufacturer narrative:
Concomitant medical products: pri tubing; 8110; 8100; 8015; syringe tubing; 20019e; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tpn/lipid tubing leaked during an infusion between the extension set and the injection port on the female side of the tubing at the filter/bifurcate connection. After the event blood was temporarily visible in the tubing until the IV access was flushed through. No patient harm was reported. In the hospital investigation, a flush syringe was attached to the tubing to locate the source of the leak, and remained attached for future testing.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection showed that the female luer had a vertical hairline crack that measured 0.686 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking as fluid flowed through the crack. The cause of the leak was identified as a cracked female luer. The cause of the crack is unknown.